Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage at catheter junction with lot # 5017263 and material # 382534. DHR for final lot number 5017263 has been reviewed. No quality issues or process deviations were found for leakage at catheter junction. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
Leaking from catheter to extension set (changed extension set but issue still persists).

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.